Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was explanted due to a routine heart transplant. (B)(4) was returned for investigation. The evaluation of (B)(4) reveled superficial driveline jacket damage on the external portion of the driveline, which was covered in rescue tape. Although a specific cause for the damage was not conclusively determined through this evaluation, the underlying wires were intact and the damage to the outer jacket did not result in a functional issue. (B)(4) was returned assembled with the driveline cut approximately 2.25 inches from the pump housing and the severed portion of the driveline was returned. The apical sewing ring was not returned with the device. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a routine heart transplant. During investigation, superficial driveline damage was found approximately 16 in from the controller connector.